Event description:
Per sf 368 submitted on 06/25/2025, "cracks in several nasal cannula connectors have resulted in a failure to produce the end title co2 measurement on the anesthesia machine. According to our anesthesia providers, this piece of information is critical to the surgical case. One patient involved, no patient harmed. Action taken: immediate function check. Once problem was diagnosed, the nasal cannula was discarded and replaced with no impact on patient status and minimal delay in patient care." An airlife customer complaint form and pictures were included with this sf 368. Reference reports mw5173439, mw5173440, mw5173441, mw5173442, mw5173443, mw5173444, mw5173445, mw5173446, mw5173447, mw5173448, mw5173449, mw5173450, mw5173451, mw5173452, mw5173453, mw5173454, mw5173455, mw5173456, mw5173457, mw5173458, mw5173459, mw5173460, mw5173461, mw5173462, mw5173463, mw5173464, mw5173465, mw5173466, mw5173467, mw5173468, mw5173469, mw5173470, mw5173471, mw5173472, mw5173473, mw5173474, mw5173475, mw5173476, mw5173477, mw5173478, mw5173479, mw5173481, mw5173482. Pt code: 4582. Device codes: 1135, 1516.

Event description:
Findings of the investigation: this complaint was sustained as category ii. In addition to the above additional information received on 8/11/2025 for a report number mw5173480. Summary, a questionnaire was submitted which provided more information on the deficiency. In the questionnaire, provided by (B)(6), it was stated that the incident occurred in operating room-1/operating room-2/operating room-3 and operating room-4. Exhibit disposition instructions: sequester all defective products to be returned to the vendor/manufacturer for their internal evaluation.